Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the introducer dilator fractured at the hub leaving the body of the introducer dilator within the sheath. A new iab was inserted to continue without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Integration update received 16jan2024 - updated field(s): event site postal code: (B)(6).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).